Event description:
Complainant alleged that while attempting to defibrillate, a patient who was in ventricular fibrillation, the device successfully shocked the patient twice and then displayed a "poor pad contact" message on the third attempt to shock the patient. The complainant alleged that they checked the pad connection to the patient, obtained another set of pads, and switched to paddles to no avail. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that subsequent testing did duplicate the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigations is completed.